Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call displayable history crc check failure on the insulin pump. Customer's blood glucose level was 600 mg/dl. Troubleshooting for the alarm was performed. Customer stated a temporary basal was not programmed before the alarm occurred. Customer was advised to monitor the insulin pump.